Manufacturer narrative:
Info not available for medtronic device. Review of lot records/work orders, prior reports. No issues were noted. Medtronic aneurx device was implanted.

Event description:
The pt originally had an aneurx device implanted and developed a proximal type I endoleak (date of original procedure unk). In 2009, pt was treated with a 28-28-55l infrarenal proximal extension and resolved the leak.